Event description:
The patient experienced inflammation at her infusion site. Her general practitioner provided her with an ointment, but it did not alleviate the inflammation. The patient went to the hospital where it was found that she had an abscess. She spent one week in stationary treatment and the abscess was opened. No further treatment information was provided. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.